Event description:
The customer reported that the system was not working properly, with inconsistent exposing and freezing. The fse reported "images not correct for patients' data mix, and attributed this all to a corrupted database. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The floppy drive was reformatted during the service call. The system was tested and found to be working as intended and put back into service.